Event description:
It was reported that the core motor controller did not function for a surgical procedure. The procedure was delayed for over 30 minutes. There has been no reported patient or user injury.

Manufacturer narrative:
The motor controller has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.